Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing aortic endograft treatment, which was delayed by 10 minutes and completed by manually moving the stand into position. The philips remote service engineer (rse) inspected the system remotely and found that the c-arm geometry movements were unavailable. Upon troubleshooting, the rse checked the logs and found that the host pc was unable to communicate with geo ipc. The rse assisted the customer with troubleshooting. The customer found that the geo ipc hard drive led showed no activity. The customer connected a monitor to the back of the geo ipc, but no video was displayed. To resolve the issue, the customer replaced the geo ipc. The defective geo ipc was returned to philips for failure analysis, and the analysis showed failed psu (power supply unit) components. After the replacement, the system was in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the c-arm geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.